Event description:
Boston scientific received information that this right atrial (ra) lead was pulled back into the superior vena cava (svc) and was slightly bent. New lead was implanted as replacement. The ra lead was out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was visually examined and noted that it was slight bent approximately 16 cm and 20 cm from terminal pin; also slight bent at distal tip, possibly from handling.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.